Event description:
Customer requests an event log and a full eval of devices to determine if infusion was misprogrammed or if logs can illuminate why infusion finished in 7 minutes instead of the expected time. Md ordered for vancomycin, bag 100 ml to run at 50 ml/hr for 2 hours. Biomed does not know if infusion was programmed or administered as a secondary infusion. No pt harm or medical intervention required. Customer states that user did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The devices have been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.